Manufacturer narrative:
(B)(4). Batch # r92l0a. Investigation summary: the device was returned with the tissue pad with no apparent damage and properly attached to the clamp arm. In addition, the blade was scratched and cracked. During functional testing on gen11, an alert screen was displayed and the blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a roux-en-y procedure, the distal tip melted and was contorted. There were no error codes on the generator. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.